Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the instructions for use (IFU), quality control, specifications, and visual inspection of the returned device was conducted during the investigation. One opened complaint device was returned for investigation; the returned product was just the catheter portion of the device with two different suture ring sections on the catheter. One of the suture ring sections was covered by what appeared to be a cuff. A device history record review could not be performed as the complaint lot number was not provided. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, partially returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) the patient got a cuffed dual lumen 5fr cvk. Later the product had broke and it was then removed on (B)(6). The patient received a new catheter.